Manufacturer narrative:
Preliminary risk assessment indicates: severity: preliminary 3 (critical). There was no injury reported. In worst case, a serious injury may occur when the gantry hits the patient. Probability: preliminary c (remote). Probably will not occur because it is clinical use and is required from user that the patient has to be observed during movement of the system. There are emergency off buttons to stop any movement before the gantry hits the patient. There was no error of the system. The direction of the gantry rotation was as specified in the user manual. No other products are concerned. No further action is needed for this event.

Event description:
A potential product issue has been reported internally with our oncor linear accelerator. In the abundance of caution this issue is being reported. The gantry rotated counter clockwise from 340 degrees to 170 degrees towards a table with a patient on the table. The therapist stopped the motion by releasing alt+enable on the control console keyboard to prevent a patient from possibly being injured. Both control console versions are 9.1.70. The linac is iec complaint for both the collimator and table. There are warnings in the user manuals, saying, that moving the gantry from outside the treatment room can result in a collision. No information was reported that suggests that a serious injury or mistreatment has occurred. Risk assessment is documented. The root cause is determined to be user error.